Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and associated competitor's right atrial (ra) lead triggered the lead safety switch (lss) due to high, out-of-range pacing impedance measurements of greater than 2,000 ohms. The lss automatically put the ra lead into the unipolar configuration. In unipolar, noise was oversensed. It was noted the patient was not dependent on atrial pacing. Four months later, the ra lead was reprogrammed back to bipolar due to the noise observations. Lead insulation degradation was suspected. The patient will be reassessed in another three months. No adverse patient effects were reported.